Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown:  (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that two unspecified bd pen needles were unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: unknown batch no: unknown. The last 2 boxes of needle caps for insulin pens have bent in my skin & therefore not sure about insulin delivery.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that two unspecified bd pen needles were unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. The last 2 boxes of needle caps for insulin pens have bent in my skin & therefore not sure about insulin delivery.